Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / n/a/ model #: 1650de. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced beeping commonly contributed with power switching. The controller and one battery remain in use. No patient complications have been reported as a result of this event.